Manufacturer narrative:
(B)(4). B1 adverse event and/or product problem - additional. B5: describe event or problem - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported by the spouse via chat that the patient experienced inaccurate cgm values. The reason for the call was to request a replacement receiver, which the reporter believed to be the cause of the problem. The patient was confused while the cgm was reading low but the bg was high, so the patient was taken to the emergency room (ER). The bg and cgm reading was taken during the time when the patient was at the hospital and were cgm 50 mg/dl, bg 300 mg/dl. The the treatment and management of symptomatic hyperglycemia was not documented. The medication listed in the complaint is an antipsychotic. The patient was stable during the report and had reportedly been advised by emergency medical services (ems) to change/replace the receiver. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6)2025, it was reported by the spouse via chat that the patient experienced inaccurate cgm values. The reason for the call was to request a replacement receiver, which the reporter believed to be the cause of the problem. The patient was confused while the cgm was reading low but the bg was high, so the patient was taken to the emergency room (ER). The treatment and management of symptomatic hyperglycemia was not documented. The medication listed in the complaint is an antipsychotic. The patient was stable during the report and had reportedly been advised by emergency medical services (ems) to change/replace the receiver. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.